Event description:
A malfunction alarm indicated by malf 12 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. Customer was informed to contact technical support again if the malfunction code reappears, and confirmed understanding of these instructions.